Manufacturer narrative:
The field service engineer (fse) found that the diluent reservoir was overflowing because the float sensor would not detect that the reservoir tank was full. The fse replaced the diluent reservoir and the instrument ran without any leaks. (B)(4).

Event description:
The customer reported a leak inside the act diff 2 analyzer. The volume of the leak was not specified and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.